Manufacturer narrative:
(B)(4). Date sent 8/20/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure while surgeon was operating and using the bovie, the bovie tip sparked and lit a small fire at the bovie tip site. The tip of the bovie melted on the plastic part. Tech notified circulator about getting a whole new bovie. New bovie pencil and bovie tip was opened to the field. Old bovie tip was taken away from the field. No injuries were identified due to the bovie fire. Surgeon said tip resembled a "birthday candle" when bovie lit and flame was outside of the patient's body. The "spark" was only visible when the surgeon was depressing the cut/coag button on the handpiece. When he let go, the "spark" disappeared.

Manufacturer narrative:
(B)(4). Date sent 9/2/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0012m device was returned with the tip of the electrode melted and charring present. The most likely cause of this damage is caused by operating the electrosurgery equipment (generator) at high power settings with continual activation of the electrode for long periods or by placing the electrode tip against another instrument causing extreme heat which results in the melting of the tip. It is possible that this issue could have caused the event reported. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No lot or batch were provided, bhr could not be performed.